Event description:
The info provided to sjm indicated a 6f angio-seal vip was selected for use. No pre-procedure angiogram was performed but the artery was calcified. The angio-seal was deployed without incident in the right femoral artery. Later that evening, the pt presented with a cold, white and painful leg. No pulses were noted in the foot. The pt was taken to surgery for an occlusion of the right common femoral artery. An embolism was found in the distal popliteal artery. The pt was recovering following the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined.